Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-56-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory(B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 247 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 97 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 02/17/2019 and customer did not provide exact open vial date, only that it was less than four months ago. The meter memory was reviewed for previous test result history: result 1:247mg/dl (B)(6) time:7:05am fasting, result 2:181mg/dl (B)(6) time:3:49pm non fasting, result 3:174mg/dl (B)(6)time:3:48pm non fasting, result 4:192mg/dl (B)(6) time:3:47pm non fasting, result 5:146mg/dl (B)(6) time:7:16 am fasting. When he gets a high reading he does a back up test and notices it is not very close the last blood he just ran. He is staying on his same hand and uses on 2 fingers on his left hand always and finds a big descripinacy between the blood result and he does not have any confidence in his meter and especially since he is getting a big difference in the fasting from the dr's office to his meter.